Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported low speed events and pump stoppages; however, no device-related issues were discovered during the evaluation of the returned pump. Upon disassembly of the returned device, visual inspection of the smooth and textured blood contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the underlying wires and high potential testing revealed no areas of compromised wire insulation. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the reported right heart dysfunction, slightly elevated lactate dehydrogenase level, and bleeding event leading up to the patient¿s outcome could not be conclusively determined. Right heart failure, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received an impella rp catheter for right heart support after the lvad system controller was exchanged. The rvad and lvad reportedly worked well together. No device issues were reported. On (B)(6) 2016, the patient experienced a bleed in a non-vad related area which required surgical opening of the area with multiple transfusions of red blood cells, platelets and fresh frozen plasma. The patient's family made the decision to discontinue mechanical support subsequent to the patient's coagulopathy and the patient expired.

Manufacturer narrative:
(B)(4). Approximate age of device - 12 days. The patient remains on lvad support. Additional information has been requested, but has not been provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. The newly implanted patient, who was reported to have had a rough post-operative course, experienced low speed advisory alarms and elevated estimated pump flows in the 10 lpm range. It was also reported that the patient was re-intubated and unspecified inotrope infusions were titrated up. The patient's lactate dehydrogenase (ldh) level was at 290 to 390 u/l. It was stated that the patient's right heart was "less than stellar, but is hanging in there." System controller log files were submitted and reviewed by the manufacturer's technical services representative. There were three low speed operation advisories on (B)(6) 2016 that were observed to have returned to normal parameters soon after. The patient's primary system controller and patient cable were replaced.on 2/16/2016, a second log file was submitted for review after a low speed advisory and a pump stoppage event. Upon review, the low speed and momentary pump stoppage events were noted as well as a transient pump power elevation greater than 10 watts. The momentary pump stoppage may have been the expected response to a high current event. The patient was on epinephrine, dobutamine, and dopamine infusions. The patient&#38112;ldh level was 423 u/l and the inr was 5.8. The patient continues to be closely monitored. No additional information was provided.